Manufacturer narrative:
The patient sample was collected in a lithium heparin plasma sample tube. The specimen was centrifuged at 3,750 rpm for 10 minutes. The customer is aware that serum is the recommended sample type for access digoxin testing. Per customer, they had performed their own studies to verify plasma was an acceptable sample type for digoxin testing at their site. The customer repeated level I qc within their established limits after it had failed just outside of their 2sd range on the morning of the event. Level iii qc had performed within the customer's established limits without repeating. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse completed a passing high sensitivity system check. Per the service notes, no additional repairs were completed to the instrument. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an elevated digoxin result, above the therapeutic range, generated by the access 2 immunoassay system for one patient. The elevated result was not reported out of the lab. The patient's original sample was poured into a separate insert cup and then re-tested several times. Repeat results were lower, within the therapeutic range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.